Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was discovered, there was no image when powered on due to a faulty printed circuit board. In addition, it was noted, there are several scratches on the window screen, the bottom left corner of the bezel had a crack, and there was a minor dent on the controller pad. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the high definition lcd monitor, would not power on. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 8 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported phenomenon could not be determined. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the malfunction occurred while in preparation to perform a diagnostic endoscopy procedure. There was a minor delay prior to patient sedation and another monitor was brought in to complete the procedure. The customer reports this event occurred sometime in the summer of 2021, the exact date of event is unknown. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event (see b5).